Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
When reaming the acetabulum, the rotation of the reamer was shaking. Connection between the attachment and the distal part of the reamer handle was unstable.

Manufacturer narrative:
An event regarding assembly issue involving an acetabular reamer handle was reported. The event was not confirmed. Device evaluation and results: the returned device is a source controlled device; evaluation was performed by the supplier, (B)(4). The supplier indicated, "the rotation of the reamer was shaking could not be recreated. Additionally, a reamer attachment simulator was used to check the reamer attachment coupling. No issues were observed. A power adaptor simulator was used to check connection with the power adaptor. No issues were observed. The complaint sample many signs of wear in the form of scratches, nicks and gouges throughout. The returned complaint sample was etched per applicable drawings." Medical records received and evaluation: not performed since no patient involvement was reported. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the investigation could not be confirmed as no failure was detected on the complaint sample. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
When reaming the acetabulum, the rotation of the reamer was shaking. Connection between the attachment and the distal part of the reamer handle was unstable.